Manufacturer narrative:
The device was returned to service where evaluation confirmed the reported malfunction. Additionally, it was found that the scope ID data is not stored, there was a cut or scratch of the bending section, there was physical stress on the bending section, and an image problem. These issues are not reportable. The investigation is ongoing and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the device was displaying an b30 (scope communication) error. The reported problem was found during preparation for a diagnostic endobronchial ultrasound. There was no harm or user injury reported due to the event. The procedure was completed with a similar device and and a delay of 15 minutes.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported event. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that a) failure of charge-coupled device (ccd) unit or internal circuit board of scope connector due to water which invaded device from leaked location or b) misalignment/kink/breakage of ccd-cable occurred by physical stress which was applied to insertion tube of the device contributed to the reported event. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Warnings and cautions: disappeared or frozen endoscopic image: if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage." Olympus will continue to monitor field performance for this device.